Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the eos was the batteries went dead. The steps taken were that the patient had the device removed and replaced. The issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient reported that both of her devices were giving her an end of service (eos) error code. The patient reported that she thought the batteries lasted indefinitely. The patient reported that her stimulation stopped a few days ago. The patient reported that she knew when it was working when she moved certain positions she could feel stimulation. The patient reported that a certain way she bent back made stimulation go on as well as certain ways bent neck and felt so good and went to do this the last couple of days and felt no stimulation. No further complications were reported.